Manufacturer narrative:
The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment was performed under magnification and revealed that the drill portion of the device was broken. Therefore, the reported condition was confirmed. Evidence indicates this was due to misuse/ excessive side loading. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Date maunufacturer aware of report was (B)(4) 2013.

Event description:
It was reported that during dural tenting surgery, the cutter/burr device "broke". According to the report, the surgeon was attempting to create a guide hole for dural tenting, when the tip of the cutter/burr broke off and was "almost lost into the skull". The patient outcome was unknown as well as if medical intervention was required at the time of the initial report. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The reporter stated that they successfully retrieved "two articles and all broken off parts" from the skull of the patient. All broken parts were removed from the patient. There were no delays to the planned surgical procedure. The surgical procedure was completed successfully with a spare identical device. There have been no issues reported with the patient post operatively. No patient information or x-rays are available.